Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mild to moderately tortuous right iliac vein. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced to pre-dilate the vessel. The balloon was inflated in three different areas at 5 atmospheres (atm) and a wallstent was successfully deployed. The same balloon was inserted to post dilate the stent to get better wall apposition; however, on the fourth inflation at 4 atm for 10 seconds, the balloon ruptured. The balloon was fully deflated and removed from the patient fully intact. The procedure was completed with another of the same device. No patient complications were reported.